Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon has been inflated and was deflated in the as-returned state. Stent imprints are visible on the balloon surface, indicating that the stent was initially crimped centered on the balloon. The stent was returned on the transportation wire just proximal to the stent protector. The stent is deformed (i.e. Pinched) in its proximal portion. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The complaint event is most likely related to the handling during the preparations for the intervention. It should be noted that the IFU advises the user to visually examine the stent system prior to the procedure to verify its functionality, uniformity, centering on the balloon and integrity of the cover.

Event description:
A pk papyrus covered stent system was selected for treatment. During attempt of deployment it was noticed that there was no stent on the balloon. Finally, the stent was found on the transportation wire outside the patient.